Event description:
Exam at time of failure showed no swollen tissue or paralence. Pa taken showed normal bone around implant but looked raised from site as if body was rejecting/pushing implant out. Removal of implant showed normal buccal plate, no additional loss of bone, slight granulation tissue. Threads of implant in bone still, appears bone failed to attach to implant/connect. Patient felt movement in crown, elevated bite as if tooth lifted or was being pushed up. Patient presented this issue on (B)(6) 2023. Patient has had four implants placed. All 4.3 x 8mm hahn tapered. Two were placed at a time. Implant crown was torqued with out complications on (B)(6) 2023. No complications 1 month later at follow-up. The implant removed with implant drill in reverse. Small amounts of granulates tissue existed but no pus or swelling. Patient symptoms been relieved after removal. One implant failed on left side and one on right. Patient has a peniciling allergy. Patient previously had some implant on left which failed to integrate.

Manufacturer narrative:
The device has not been returned. Once the device evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
Additional information. Corrected information. CAPA ca-00016, CAPA 24-005, manufacturer reference: comp (B)(4).

Event description:
It was reported that the implant failed. The patient presented on (B)(6) 2023 for implant placement on both tooth #29 and #30. The patients bone type was reported as d3. Implant crown was restored on (B)(6) 2023 without complications. No complications 1 month later at follow-up exam. The patient returned for exam on (B)(6) 2023 stating she felt movement in crown, elevated bite as if tooth lifted or was being "pushed up". Loose implant/failure noted during exam and implant was removed that day due to loss of osseointegration. Only the implant on #29 failed. Exam at time of failure showed no swollen tissue or purulence. Pa taken showed normal bone around implant but looked raised from site as if body was rejecting/pushing implant out. Removal of implant showed normal buccal plate, no additional loss of bone, slight granulation tissue. Threads of implant in bone still, appears bone failed to attach to implant/connect. There was small amounts of granulation tissue but no pus or swelling. The site was grafted and the patient status was reported as stable.

Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed for hahn tapered implant lot#: 6119813 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for hahn tapered implant lot#: 6119813 and found no additional product in stock. Investigation methods/results: customer did not return the reported device for review to date. However, the non-visual device investigation has been completed. Root cause: "loss of osseointegration" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient has a history of periodontitis. IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the surgical procedures under the precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." Correction: b5 describe event or problem, b7 other relevant history, h4 device manufacture date.

Event description:
Exam at time of failure showed no swollen tissue or purulence. Pa taken showed normal bone around implant but looked raised from site as if body was rejecting/pushing implant out. Removal of implant showed normal buccal plate, no additional loss of bone, slight granulation tissue. Threads of implant in bone still, appears bone failed to attach to implant/connect. Patient felt movement in crown, elevated bite as if tooth lifted or was being pushed up. Patient presented this issue on (B)(6) 2023. Implant crown was torqued without complications on (B)(6) 2023. No complications 1 month later at follow-up. The implant removed with implant drill in reverse. Small amounts of granulates tissue existed but no pus or swelling. Patient symptoms been relieved after removal. Patient has a penicillin allergy. The implant was removed from the patient due to loss of osseointegration.